Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
This report has been deemed reportable upon investigation of the actual device. The user facility reported that the involved tr band was opened and the small balloon on the end of the tube was not connected. The device was not used on the patient. It came out of the packaging already in two pieces. The patient was in stable condition and the procedure was a success. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product. Additional information was received 02mar2020. A second tr band was opened and applied in the normal manner. The type of procedure being performed was a left heart catheterization.